Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed as medical records were not provided. The device history records were not reviewed as the event was determined to be unrelated to the implanted device. Sterile certifications were not reviewed as part and lot identification is unknown. All devices follow acceptable sterilization processes according to iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors that may include hospital/surgical environment, provider-related risk factors, and/or patient comorbidities/risk factors. As all products manufactured follow appropriate standards and the reported infection occurred >90 days post-operatively, the root cause was determined to be traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty approximately twenty-two (22) years post-operatively to address necrotizing fasciitis accompanied by pain and swelling. During the revision procedure, there was visible necrotic tissue on the anterior and lateral calf as well as the medial ankle region with visible infection at the site of the prostheses. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D6a - implant date - the device was implanted on an unknown date in 2002 d10 - concomitant devices - unknown articular surface catalog #: ni lot #: ni, nexgen tibial plate size 7 catalog #: 00598005701 lot #: 60184916 g2 - report source - foreign: event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.